Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the exact cause of the lack of pain relief was not known. Therapy was not providing pain relief. There was no documentation of explant in the database and the patient's baseline weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine, bupivacaine, and compounded baclofen via an implanted pump. The indication for use was malignant pain. It was reported on (B)(6) 2018, the patient noted the pump was more of a nuisance than provider them with pain relief. The clinical diagnosis was lack of pain relief. The patient's pump was reprogrammed and the it rate was decreased to determine if titrating off it therapy is an option. On (B)(6) 2018, the patient reported intolerable side effects with it therapy. The healthcare provider agreed to explant the system when the patient was ready. On (B)(6) 2018, the patient reported increased pain with it rate decrease and further improvement with lower extremity edema. The pump was again reprogrammed and the it rate was decreased. It was indicated the event was related to the device or therapy and related to the drugs morphine, bupivacaine, and compounded baclofen. The issue was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the patient was receiving morphine (3.0 mg/ml at 1.6541 mg/day), bupivacaine (30.0 mg/ml at 16.541 mg/day), and compounded baclofen (300.0 mcg/ml at 165.41 mcg/day) via an implantable pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the patients it rate was increased on (B)(6) 2018. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.